Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. Product ID: neu_ptm_prog, lot and serial number: unknown product type: programmer, patient. (B)(4).

Event description:
It was reported would have leg pain if he wasn¿t able to get his bolus. When the patient would wake up in the morning, he would get a six hour lockout, but sometimes an hour later he would be able to get a bolus. It was indicated that the lockout parameters were set to allow four boluses per day and one every six hours. According to the patient¿s doctor, he was getting his bolus. The device system was used to deliver dilaudid.